Event description:
It was reported that the unit experienced continuous activation.

Manufacturer narrative:
The condition could not be confirmed since the unit was not returned for evaluation. It was confirmed by the sales representative that the unit was discarded. The most probable root causes for (heat- excessive heat delivered to body) when using a serfas energy probe, can be associated, but are not limited to: fluid ingress - fluid ingress into the handle may lead to a malfunction and/or continuous activation by the current path created through the saline water, however since the unit was not returned, it cannot be confirmed if there was fluid ingress and/or the point or source of the fluid ingress inside the handle. The product was not returned for investigation, therefore the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the unit experienced continuous activation.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.